Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. Customer was disconnected during prime. The customer stated that the insulin pump might have been dropped but she was unsure. The device is kept in pocket and it falls out sometimes. The drive support cap is protruded. Blood glucose value was 160 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test and displacement test. However, the insulin pump alarmed motor error during basic occlusion test due to loose / protruded drive support disk. We were unable to perform prime test, occlusion test, excessive no delivery test or verify prime alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube window corners, cracked reservoir tube lip, broken battery tube threads, broken battery cap, missing end cap sticker and minor scratches on lcd window.